Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was frozen on a bolus cancelled notification. There was no adverse impact to customer's blood glucose. Reportedly, the customer was able to clear the notification by pressing on the button alarm.